Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture and autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and suffered from bilateral rupture. The patient experienced autoimmune reaction and bilateral capsular contracture. The patient stated developing medical issues, hashimotos thyroid disorder, premature disorder menopause chronic fatigue decreased memory and easy bruising. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch js for the left breast implant.

Manufacturer narrative:
On (B)(6) 2019, it was reported that capsular contractures were grade I. On (B)(6) 2020, it was reported to mentor that the patient has a history of the premature ovarian failure. After clinical review of this file performed on 1/4/2020, it was decided to remove code capsular contracture from both implants to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/8/2020, a photo of the affected devices was received by mentor. On 2/4/2020, upon visual inspection of the picture, it was observed that the implant was observed with no apparent damage. Next to the device, it was observed some scar tissue. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases an investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on 01/3/2020, it was decided to remove rupture code from the right implant to more accurately capture the reported event. The right implant is intact. Manufacturer¿s reference number: (B)(4).